Event description:
It was reported that during an open reduction internal fixation (orif) of the ankle on (B)(6) 2020, the fibulink syndesmosis repair kit and fibulink removal kit did not engage internal threads. The procedure was completed by using a regular 3.5 cortex screw. There was no surgical delay and no patient consequence reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b3, b5, d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: facility information updated. G3: updated. H6: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number:fgs-1300. Synthes lot number: 20e005. Supplier lot number: n/a. Release to warehouse date: 24jun2020. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the fibulink syndesmosis repair kit and fibulink removal kit did not engage internal threads. It was unknown if there was a surgical delay. The procedure outcome was unknown. There was no patient consequence. This complaint involves two (2) devices. This report is for one (1) fibulink® removal kit. This is report 2 of 2 for (B)(4).